Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis/infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors include the patient's nutritional status and trauma to the operative site. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported events include the patient's previous history of major infection. Though the root cause of the reported event cannot be conclusively determined, there are patient and procedural factors that may have contributed to this event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the clinical study that this patient was admitted to the hospital for treatment of sepsis. Blood cultures were positive for a bacterial infection. The patient was treated with intravenous antibiotics and discharged on (B)(6) 2016.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported events include the patient's previous history of major infection. Though the root cause of the reported event cannot be conclusively determined, there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.